Manufacturer narrative:
An event of heart block and permanent pacemaker implant was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. It was indicated that there was calcification extending beneath the aortic annular plane in the interventricular septum which may have contributed to the reported event. Based on available information, the cause of reported heart block could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was implanted in a patient. There was calcification extending beneath the aortic annular plane in the interventricular septum. Post implant, on (B)(6) 2024, the patient had a permanent pacemaker implanted. The patient is stable,